Manufacturer narrative:
(B)(4). No devices received, log review only; the set has been discarded and will not be returned for evaluation. Customer has requested a review of the device event logs to confirm that infusions were programmed as intended, although she is aware that a check valve failure cannot be determined through log review. The device logs have been received and the evaluation is pending. A follow up report will be submitted with log review results once the evaluation is completed.

Event description:
Probable back check valve failure. Customer reported that zosyn 3.375gm/50ml was set up as a secondary infusion to run over 30 minutes. There was no patient harm or medical intervention reuired. Although requested, no additional patient or event information was provided. (B)(4).